Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned the day after it was implanted as it was seen on x-ray that the slack had pulled back. Also, this lead exhibited intermittent capture which was shown on telemetry as no capture. Physician repositioned the lead and good thresholds were captured. This rv lead remains in service. No additional adverse patient effects were reported.